Event description:
Physician was performing a standard transobturator outside-in procedure, placing the gmd universal sling, using the gmd spiral shaped reusable trocar. While inserting the trocar needle outside-in, the physician punctured the vaginal wall on both sides with a reusable trocar. There was no remedial action taken by the physician. There were no adverse affects on the pt at the time of the surgery.

Manufacturer narrative:
Eval (other): there was no device malfunction during the procedure. Device functioned according to specifications.